Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was a high pressure excursion (hpe) event while using the device during cardiopulmonary bypass surgery. The customer was unable to achieve full flow due to their pre-membrane pressure exceeding 500mmhg. They had to call for 100ml of 25% albumin to help with the hpe event. They decided not too cool the patient and keep them warm. They had to increase the fio2 to 100% because the gas exchange was compromised due to the hpe event. The use of the device was unspecified. It was unknown if there was any adverse patient effects associated with this event.